Event description:
The customer reported that during preventative maintenance, it was observed that the unit had no audio.

Manufacturer narrative:
Unit is not returning for eval. The customer has ordered a new speaker for replacement. This product is no longer being manufactured and the customer has been provided with end-of life status.